Manufacturer narrative:
(B)(4)

Event description:
Yes from that stuff going down into my gut [accidental device ingestion]. I noticed I had a really awful taste in my mouth/ it leaves a god awful taste in my mouth [after taste]. It's becoming liquid and running down my throat [throat discomfort]. My mouth is breaking out and now your gums are bleeding [mout hbroke out]. My mouth is breaking out and now your gums are bleeding [gingival bleeding]. I'm nauseated and my stomach is really starting to make me nausea [nausea]. Making my throat and neck hurt so bad [throat pain]. Making my throat and neck hurt so bad [neck pain]. It made me gag [gagging]. I'm using hot water and my toothbrush [wrong technique in device usage process]. I've having to reapply it after about 8-9 [device use error]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a (B)(6)-year-old female patient who received double salt dental adhesive cream (poligrip cushion comfort) cream (batch number 158379, expiry date 28th august 2022) for denture wearer. This case was associated with a product complaint. Co-suspect products included denture cleanser (polident overnight denture cleanser tablets) tablet for product used for unknown indication. Concurrent medical conditions included disability. On (B)(6) 2020, the patient started poligrip cushion comfort. On an unknown date, the patient started polident overnight denture cleanser tablets. On an unknown date, an unknown time after starting poligrip cushion comfort and polident overnight denture cleanser tablets, the patient experienced accidental device ingestion (serious criteria gsk medically significant and other: gsk medically significant), after taste, throat discomfort, mouth broke out, gingival bleeding, nausea, dental discomfort, wrong technique in device usage process and product complaint. The action taken with poligrip cushion comfort was unknown. Polident overnight denture cleanser tablets was discontinued (dechallenge was unknown). On an unknown date, the outcome of the accidental device ingestion, after taste, throat discomfort, mouth broke out, gingival bleeding, nausea, dental discomfort, wrong technique in device usage process and product complaint were unknown. It was unknown if the reporter considered the accidental device ingestion, mouth broke out, gingival bleeding, nausea and wrong technique in device usage process to be related to poligrip cushion comfort. The reporter considered the after taste and throat discomfort to be related to poligrip cushion comfort. The reporter considered the dental discomfort to be related to polident overnight denture cleanser tablets. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information, adverse event information was received via call center representative on 11 march 2020. The consumer reported that "I had cut out some coupons. They took the shine off my dentures. You lucky I didn't sue you. I was just on the phone with another young lady. She hung up on me. I think it's because she's lucky you won't get sued over it. I brought them and used the 3 minute polident for years. I threw the box away. I got to find the regular tablets. These newer ones that's supposed to be better and brighter. They made my teeth and acrylic and teeth are rough. I am asking company to stop making the regular tablets. It's not working. I usually use the green one. It works just fine. I brought this new stuff and I noticed this morning. I noticed I had a really awful taste in my mouth. My teeth were clean and I washed them. It's the poligrip. The issue with the polident and they didn't have any of the old polident only the new stuff like the 3 minute. I feel like it's taking the shine off. I threw the box away. I brought the new poligrip in the purple tube and it leaves a god awful taste in my mouth. I have extra taste buds. I don't know if it's the 3 minute so much or maybe it was the overnight. It's the polident overnight whitening. I only wear it in my upper denture. I noticed something also it's oozing out. It is too expensive. I haven't seen a dentist since my dentures were made. I haven't had them realigned. I've been trying to take this out of my mouth but it's becoming liquid and running down my throat. It's taken me all that time. I'm using hot water and my toothbrush and it seems like it turned into liquid. I can take this back to get a refund. I'm getting gypped on this product. My mouth is breaking out and now your gums are bleeding. I had to borrow money to get this. What am I supposed to do for poligrip. You need to examine it; you need to take it off shelf. Are you serious you can't send me a coupon to get another one. I just don't believe this. This is ridiculous. I'm telling everyone at the store. I may call a lawyer. I'm disabled and as far as I'm concerned this is discrimination. I will send it back to you. I realized that I'm nauseated and my stomach is really starting to make me nausea's. Yes from that stuff going down into my gut. I don't have any way to make a copy of a receipt and I'm not sending the original receipt I brought other things on there. I'm really thinking about calling a lawyer. When I took it out in the denture itself it changed colors and I didn't drink anything or eat anything with a lot of coloring in it. I noticed it was turning yellow in my denture. This stuff taste nasty it almost take like poison.". Follow up information was received on 13 march 2020 from quality assurance (qa) department regarding complaint number (B)(4) (issue number) for lot number 158379. Quality investigation report concluded that, complaint stands unsubstantiated. Complaint sample was not received at investigation site. There were no deviations during the batch process who could have an negative impact to the adhesive power, the consistency or could explain the above described effect. The results of release of the lab for adhesive power and the consistency were all within the specification. Follow up information was received via email on 14 april 2020. Consumer stated, I have a case. You might want this case number. On this package, you sent this package for me to send this back it's been about a month. (Line disconnected) it took you 15 minutes to call me back. Hold on one minute. They had already packed it up. They wrote a number on (B)(4) super poligrip cushion and comfort. I called to come pick this up. I had trouble getting them on the phone. I finally got someone on the phone. The girl told me I was going to have to pay it to have someone pick it up from my door. I have had four surgeries in the last 100 days. I have not had much time to send this back. Well that is a problem. I have trouble walking. My mailbox is all the way in the front of the complex, my apartment is all the way back by. Yes, it is very far back, from where my mailbox is out front. When I walked down to my mailbox earlier, this week and I walked back to my house. My foot was like jello and could not hardly walk any more. I have had several surgeries on my achilles tendon in the last 7 years; they have put screws in my heel. They are lucky I need this money. This is expensive. My doctor asked me if the poligrip might be making my throat and neck hurt so badly. I'm going to have to make an appointment with my ear, nose and throat. It oozed all down my throat, it made me gag so badly, and it made it just should not be sold. I had to keep using warm water to get it all out of my mouth. Then I took a soft toothbrush to get the rest out. I have tried them all and this one is the worst. I have noticed the free, in the last year or so, I have having to reapply it after about 8 to 9 hours. When I get a ride, I will be sure to take this down to my mailbox. In this case historical condition surgery and current condition walking difficulty, on an unknown date, an unknown time after starting poligrip cushion comfort the patient experienced throat pain, neck pain, gagging and device use error. On an unknown date, the outcome of throat pain, neck pain, gagging and device use error were unknown. The reporter considered the throat pain, neck pain, gagging to be related to poligrip cushion comfort and it was unknown if the reporter considered the device use error to be related to poligrip cushion comfort updated in this case. Follow up information was received on 11 may 2020 from quality assurance (qa) department regarding complaint number (B)(4) (issue number) for lot number 158379. Quality investigation report concluded that, complaint stands unsubstantiated. Complaint sample was received at investigation site. There were no deviations during the batch process who could have an negative impact to the adhesive power, the consistency or could explain the above described effect. The results of release of the lab for adhesive power and the consistency were all within the specification.